Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there are a cluster of seeds stuck in the colonovideoscope's air water cylinder. This was found during a colonoscopy procedure. The procedure was completed with less than 30 minutes delay, using an olympus back up device. There was no report of patient/user harm.